Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device battery does not charge. There was no patient involvement.

Manufacturer narrative:
The manufacturer's service technician reported the customer did not approve the purchase order to replace the battery. The service technician also reported the only issue with the device was the faulty battery.